Manufacturer narrative:
Device not returned.

Event description:
Reported the patient expired in 2007 after 1 day of implant duration due to unknown reasons. No further information has been received on this patient and/or device.